Event description:
It is reported that the surgeon inserted the anchor into the pt's hand, and then noticed there was no suture attached to it. The surgeon removed the anchor and finished the procedure with a new anchor.

Manufacturer narrative:
This report will be amended when our investigation is complete.